Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), abdominal wall cyst ("abdominal cysts") and genital haemorrhage ("abnormal bleeding (general)") in a (B)(6) female patient who had essure (batch no. B71764) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine, tubal pregnancy, kidney stones, diverticulitis, asthma, headache, abdominal pain, cholelithiasis, gravida ii, parity 3 and spontaneous abortion (1). Previously administered products included for an unreported indication: dilaudid, benadryl, zofran, mirena, nuvaring, ortho evra, oral contraceptive nos and tylenol. Concurrent conditions included morbid obesity, photophobia, sinus congestion, ovarian cyst, polymenorrhoea and paratubal cyst. Concomitant products included ibuprofen (motrin). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse / dyspareunia") and weight increased ("weight gain"). In (B)(6) 2017, the patient experienced dysmenorrhoea ("severe menstrual cramps / dysmenorrhea"), nausea ("nausea") and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal wall cyst (seriousness criterion medically significant), abdominal pain lower ("abdominal cramping"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), menorrhagia ("severe menstrual flow / abnormal bleeding (menorrhagia)"), headache ("headaches"), migraine ("migraine"), hypoaesthesia ("numbness of the hands and feets"), paraesthesia ("tingling of the hands and feet"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), back pain ("back pain") and spinal pain ("spinal pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (one side)) and surgery (to remove a cyst due to the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, abdominal wall cyst, abdominal pain lower, vaginal discharge, vaginal infection, menorrhagia, dysmenorrhoea, headache, migraine, hypoaesthesia, paraesthesia, dyspareunia, fatigue, vaginal haemorrhage, nausea, weight increased, genital haemorrhage and spinal pain outcome was unknown and the abdominal pain and back pain had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal wall cyst, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, nausea, paraesthesia, spinal pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight: (B)(6). Pfs- essure coil placed without difficulty in the left tube, leaving 2 coils trailing. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: totally blocked. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming - back pain,headache,pelvic pain,dyspareunia" most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (vaginal), nausea, perforation (fallopian tube), weight gain, abnormal bleeding (general), back pain, spinal pain", reporter, lot number added from pfs. Historical condition and drug, concomittant condition and drug added from medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)/perforation (fallopian tube)"), genital haemorrhage ("abnormal bleeding (general)") and abdominal wall cyst ("abdominal cysts") in a 35-year-old female patient who had essure (batch no. B71764) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine, tubal pregnancy, kidney stones, diverticulitis, asthma, headache, abdominal pain, cholelithiasis, multigravida, parity 3 and spontaneous abortion (1). Previously administered products included for an unreported indication: mirena from 2005 to 2012, benadryl, zofran, nuvaring, ortho evra, oral contraceptive nos, dilaudid and tylenol. Concurrent conditions included morbid obesity, photophobia, sinus congestion, ovarian cyst, polymenorrhoea, paratubal cyst, knee injury and asthma. Concomitant products included ibuprofen (motrin). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced weight increased ("weight gain") and dyspareunia ("pain during intercourse / dyspareunia"). In 2014, the patient experienced vaginal discharge ("vaginal discharge/vaginal discharge"), headache ("headaches/migraine/headache") and migraine ("migraine/migraine/headache"). In (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual cramps / dysmenorrhea") and nausea ("nausea"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal wall cyst (seriousness criterion medically significant), abdominal pain lower ("abdominal cramping/lower left abdominal area pain"), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection"), menorrhagia ("severe menstrual flow / abnormal bleeding (menorrhagia)"), hypoaesthesia ("numbness of the hands and feets"), paraesthesia ("tingling of the hands and feet"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), back pain ("back pain/back pain") and spinal pain ("spinal pain/spine pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (one side)) and surgery (to remove a cyst due to the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, genital haemorrhage, abdominal wall cyst, weight increased, abdominal pain lower, vaginal discharge, vaginal infection, menorrhagia, dysmenorrhoea, headache, migraine, hypoaesthesia, paraesthesia, dyspareunia, fatigue, vaginal haemorrhage, nausea and spinal pain outcome was unknown and the abdominal pain and back pain had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal wall cyst, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, nausea, paraesthesia, spinal pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight: 272 lbs. Pfs- essure coil placed without difficulty in the left tube, leaving 2 coils trailing. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: totally blocked . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming - back pain,headache,pelvic pain,dyspareunia" quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-jul-2018: quality safety evaluation of ptc incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.